Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose of 50 mg/dl. The customer's mother stated that they had blood at site. The customer's blood glucose was 239 mg/dl at the time of call. The customer's mother stated that they treated the low blood glucose with food and blood glucose went up to 219 mg/dl. The customer's mother declined to troubleshoot for high and low blood glucose. The insulin pump will not be returned for analysis.